Manufacturer narrative:
Batch review performed on 15 october 2019. Lot 1810757: (B)(4) items manufactured and released on 04-mar-2019. Expiration date: 2024-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision following an infection. Medacta liner and competitor's head have been revised. The surgery was completed successfully. Previous surgery details are unknown.